Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, the video controller board, and the system interface board. The system operates as intended.